Manufacturer narrative:
Date sent to the FDA: 09/18/2021. Additional information was requested, and the following was obtained: product code- I have heard back regarding clarification of the suture. It is: pds tm ii w9967 150cm. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 09/18/2021.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. "The patient demographic info: age, weight, bmi at the time of index procedure? Please clarify if index procedure date (laparotomy) is (B)(6) 2021? The diagnosis and/or indication for the index surgical procedure? It was reported that pds suture used, however, the product code xzw2797 belongs to ethilon suture. Please provide a correct pds suture code and/or lot number used and involved in this event? On what tissue was the suture used? Please specify. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please specify a type and location of ¿sheath incision¿? How was the suture placed, interrupted or continuous? What tissue dehisced? Was there any precipitating stress factor for wound dehiscence? What was a cause of bowel herniation? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement or during any re-operation? Please specify. Was the suture breakage post-op observed at the second procedure? Was the dehisced wound re-sutured? If so, what was used for re-suturing? Other relevant patient comorbidities/factors/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2021 involving a midline laparotomy of pubis to below umbilicus and the suture was used. 12 days post-procedure, the patient experienced a suture failure and was readmitted after a sheath dehiscence and bowel herniation were diagnosed. The patient underwent a bowel resection and stoma procedure. At the time of this second procedure, the initial loop and two suture stitches were present at the lower end of the sheath incision, and the suture knot was present at the upper end but no intervening suture material at all. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/28/2021. Additional h6 component code: g07002 ¿ device not returned. The following information was requested, but unavailable: "the patient demographic info: age, weight, bmi at the time of index procedure? Please clarify if index procedure date (laparotomy) is (B)(6) 2021? The diagnosis and/or indication for the index surgical procedure? On what tissue was the suture used? Please specify. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please specify a type and location of ¿sheath incision¿? How was the suture placed, interrupted or continuous? What tissue dehisced? Was there any precipitating stress factor for wound dehiscence? What was a cause of bowel herniation? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement or during any re-operation? Please specify. Was the suture breakage post-op observed at the second procedure? Was the dehisced wound re-sutured? If so, what was used for re-suturing? Other relevant patient comorbidities/factors/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? If applicable, will product be returned, return date, tracking information?" This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate